Manufacturer narrative:
FURTHER INFORMATION FROM THE REPORTER REGARDING EVENT, PRODUCT, OR PATIENT DETAILS HAS BEEN REQUESTED. NO ADDITIONAL INFORMATION IS AVAILABLE AT THIS TIME. REASON FOR REOPERATION: RUPTURE.

Event description:
HEALTHCARE PROFESSIONAL REPORTED OF THE LEFT SIDE DEVICE: "RUPTURE/DEFLATION". THE DEVICE WAS EXPLANTED.

Event description:
Healthcare professional reported of the left side device: "rupture/deflation". The device was explanted.

Manufacturer narrative:
A review of the Device History Record has been completed. No deviations or non-conformances noted.Additional, Changed, and/or Corrected Data: A.2., A.5., A.6., B.3., H.6., H.11.